Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a build up or clot developed in the patient return line while using the multifiltrate pro machine during a patient¿s continuous renal replacement therapy (crrt). The patient¿s blood was not returned, and as a result they experienced approximately 200 ml of blood loss. The sample was reported to not be available for evaluation. Additional information requested but has not been obtained.

Event description:
It was reported that a build up or clot developed in the patient return line while using the multifiltrate pro machine during a patient¿s continuous renal replacement therapy (crrt). The patient¿s blood was not returned, and as a result they experienced approximately 200 ml of blood loss. The sample was reported to not be available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Investigation: the review of complaints revealed that the reported failure is a known event. A review of the device history record was not completed. The review of the instructions for use showed the occurrence of fibrin stripe formation in the venous return line in the catheter may occur. There is no indication on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration. No device failure is apparent. The device worked according to specifications; no malfunction could be detected.